Event description:
It was reported that while treating two mildly calcified lesions located in the proximal/mid "lad", after a stent was implanted distally, the delivery system was pulled proximal to perform pre-dilatation for the proximal lesion. After this pre-dilatation, a new stent delivery system was inflated to 9 atmospheres when the balloon occurred at the deployment site between the first and second stent. Another co's stent was deployed between both ml plus stents to treat the dissection.